Event description:
It was reported that the target lesions were in the proximal and mid left anterior descending artery (lad). The xience xpedition stents were rated to be somewhat worse in stent delivery system (sds) balloon deflation and withdrawal from the guiding catheter. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional xience xpedition referenced is being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.